Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) asking why the electrogram (egm) for this pacemaker does not have right atrial (ra) markers. Ts observed the presenting egm does not show ra markers due to undersensing of the atrial signal. Looking at the atrial lead trend graph, ts noticed atrial intrinsic amplitude measurements have been variable ranging from 0.7 to 10 millivolts (mv) with multiple measurement below the currently programmed sensitivity floor. As such, ts suggested reprogramming atrial sensitivity back to its default of 0.75 mv. No adverse patient effects were reported. This product remains in service.